Manufacturer narrative:
Qc was low, data not provided. A bci field service engineer (fse) cleaned the eic, flow-cell and drain tube. Fse replaced the ion-selective electrode (ise) buffer, reference reagents, na electrode, and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na) results generated by the synchron lx20 clinical system. The original samples were repeated on an alternate instrument and higher results were obtained. Data are not available and the customer stated that the original na results recovered more than 5 mmol/l than the repeated run. The erroneous results were not reported out of the laboratory. Patient treatment was not impacted by this event.